Manufacturer narrative:
This report is for four (4) unknown locking screws. Potential part number reported as part # 212.8xx. Without the specific part and lot number, the UDI is not available. Implanted five (5) weeks before the revision surgery; exact date is unknown. Therapy date is five (5) weeks before the revision surgery; exact date is unknown. (510k): unknown, as the specific part number for screw is not provided. Without a lot number, the device history record review could not be requested. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery on an unknown date to treat a distal radius fracture. Five (5) weeks post-operatively, the patient presented with four (4) 2.4mm broken screws. Patient claimed to have used a vice grip. Additional surgery was done on (B)(6) 2017 for removal of broken implants. Patients bone had been healed. Concomitant devices reported: lcp® volar distal radius plate extra-articular 4h head-left (part # 242.467, lot# h199236, quantity 1). This report is for four (4) unknown locking screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, and drawing review were performed as part of this investigation. Four (4) 2.4mm locking screws, self-tapping, t8 stardrive recess (part # 212.8xx lot # unk) were returned with broken off recess heads. The recess heads of all four (4) screws are stuck in the concomitant lcp volar distal radius plate (part # 242.467 lot # h199236). The screw head recesses are stuck in the single locking holes on the plate (horizontal top line of the t shaped plate.) The screws have a transverse breakage between the screw recess and the screw threads. This complaint condition is confirmed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned devices are already broken. The 2.4mm locking screws is an implant used in the 2.4 mm lcp distal radius system. These screws offer a construct to support the articular surface, reduce the need for bone graft, and obtain plate fixation. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The latest revision was reviewed since the manufacturing date of the screws are unknown. The full lengths of the screws were unable to be measured since fragments of the implants are stuck inside the returned concomitant plate. The diameter of the screws (threaded portion) at the breakage end of all four (4) screws measured to be 2.4 mm, which is within specifications of 2.4 mm. All measurements were taken with caliper ca818 and specifications were observed in drawing. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Although a definitive root cause could not be determined, this complaint condition is likely caused by excessive strain/ loading by patient, causing increased loads on the implants, which could eventually cause it to break due to material fatigue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.